Event description:
The customer stated that the insulin pump alarmed button error. The customer's blood glucose reading was 132 mg/dl. Troubleshooting was performed, but the alarm could not be cleared. The customer was advised to revert to a backup plan to treat her diabetes. The customer stated that her doctor advised her to go to the emergency room for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.